Event description:
It was reported that the video system center had a b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation, and the customer¿s allegation could not be confirmed, additional findings were as follows: battery on printed circuit board had run out; dust accumulated; and video connector socket failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event could not be reproduced. Olympus will continue to monitor field performance for this device.